Event description:
While testing the micro sagittal saw before a procedure it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor, tps flex, the sag head and the sockets. The drive bearing and boot were worn.